Event description:
It was reported that the patient presented for follow-up after receiving multiple vibratory alerts in recent days. The device could not be interrogated due to premature depletion of battery. The patient reported receiving multiple shocks in the past but did not want to go to the hospital. The device was explanted and replaced. There were no adverse consequences or complications for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon receipt, no communication could be established between the device and programmer. The device enclosure was cut open for analysis and damage to the device was noted. The damage to the device lost the information stored in the memory. The device was tested on the bench and using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.